Event description:
It was reported that the ok button has to be pressed very hard for the pump to respond. The pump reportedly has not been exposed to water. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared swollen, the pump was intermittently responsive to all keypad buttons, the up key contact was misaligned, the contrast key contact was inverted, and there was evidence of adhesive/contamination under the button contacts.